Manufacturer narrative:
(B)(4). The device has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete. A review of the device history records did not identify any applicable nonconformance to specification.

Manufacturer narrative:
The product was returned for evaluation: side 1 of crosslink: visual and optical examination of the implant confirmed the break off set screw did not break at the design location, but broke ~4-5 threads below. No thread damage noted on the threads; functional evaluation with a sample break-off set screw did not identify any functional issue with respect to engagement; the sample fully engaged with resistance, and was easily removed. Plastic deformation of the crosslink threaded hole, as well as the witness marks on the interior of the set screw suggests possible over torque of the set screw. Side 2 of crosslink: the set screw visually appears to have broken off at the intended location. The broken off portion of the set screw, and side two of the crosslink are significantly damaged, and do not allow for additional information obtained. The above observations are consistent with over-torque of the set screw, resulting in the foregoing event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the set screw on the crosslink was stripped so it could not be implanted. The crosslink was removed and another was implanted. No patient complications were reported.